Manufacturer narrative:
The hakim programmer was returned for evaluation. Device history record (DHR) - the lot history record for the device 82-3190, sn (B)(6) (lot # cgpb86) was reviewed for completeness during the release process to inventory. At that time based on the fact that no discrepancies were noted for the products being accepted, they were released to stock. Failure analysis -the internal inspection has verified the reported issue: programmer failure error message. Inspection in codman USA confirmed the reported issue as error message displayed. Device has been reset, checked and functioned correctly. The root cause of the error message could occurred if the transmitter is disconnected during the self test or due to mains supply perturbation.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 4 reports. A facility reported that 4 of their hakim valve programmers would not program the valve to the requested setting. They would jump to different settings that were not requested. All 4 of the programmers have been returned.